Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("excessive abnormal bleeding/abnormal bleeding general") in an adult female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included endometrial polyp, leiomyoma, nabothian cyst, abdominal pain and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss") and anaemia ("other injury(ies) or complications please describe: anemia"). The patient was treated with iron and surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy left side). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, fatigue, weight increased, alopecia and anaemia outcome was unknown. The reporter considered alopecia, anaemia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure systems in both tubes leaving in the right 3 rings and in the left 4 rings visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. On or about (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, pain, fatigue, weight gain / loss specify which one: weight gain, hair loss, other injury(ies) or complications please describe: anemia were added, lot number received. Patient's medical history was updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and genital haemorrhage ('excessive abnormal bleeding/abnormal bleeding general') in an adult female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. *on or about (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concurrent conditions included endometrial polyp, leiomyoma nos, nabothian cyst, abdominal pain and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. In may 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In june 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss") and anaemia ("other injury(ies) or complications please describe: anemia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with iron and surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy left side). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, nausea, fatigue, weight increased, alopecia and anaemia had resolved and the headache outcome was unknown. The reporter considered alopecia, anaemia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure systems in both tubes leaving in the right 3 rings and in the left 4 rings visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data and event¿s ; excessive abnormal bleeding/abnormal bleeding general, abnormal bleeding (vaginal, menorrhagia), fatigue, migraines / headaches, hair loss, nausea, other injury(ies) or complications please describe: anemia, weight gain / loss specify which one: weight gain, chronic pelvic pain/pain outcomes added. On (B)(6) 2019: pfs received. No new information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("excessive abnormal bleeding/abnormal bleeding general") in an adult female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included endometrial polyp, leiomyoma nos, nabothian cyst, abdominal pain and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss") and anaemia ("other injury(ies) or complications please describe: anemia"). The patient was treated with iron and surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy left side). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, fatigue, weight increased, alopecia and anaemia outcome was unknown. The reporter considered alopecia, anaemia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure systems in both tubes leaving in the right 3 rings and in the left 4 rings visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. On or about november 12, 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia . Quality-safety evaluation of ptc: unable to coonfirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on or about (B)(6) 2017, patient saw her physician and underwent a hysterectomy). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: on or about (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.